Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a loss of capture on the right atrial (ra) lead and low sensing values on the right ventricular (rv) lead. The ra and rv lead were explanted and replaced. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2019-11293.